Event description:
It was reported that a patient had to stop her pump because of a blockage alert she kept getting. Had patient check for kinks or blockages and eventually had patient change tubing. At this time there is no additional know issues with the tubing during the blockage and tubing change. Patient was not receiving any infusion of remodulin. No adverse patient effects were reported.